Manufacturer narrative:
It was reported that the gas unit stopped working during a case and will not power on anymore. No consequence or impact to the patient was reported. The reported device was returned to nihon kohden for evaluation. Investigation results: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of "gf-210ra sn-(B)(4) unit stopped working and won't power on" was duplicated. We setup, connected the gas unit with the bedside, and then it displayed "multilink config error" message on the bedside. The root cause of the problem is (multilink config error" alarm displayed, gas unit failed (cd-314p-01 component bad). We are unable to repair this gas unit due to lack of parts, recommended for an unit exchange, and unit has been shipped to customer.

Event description:
It was reported that the gas unit stopped working during a case and will not power on anymore. No consequence or impact to the patient.

Event description:
It was reported that the gas unit stopped working during a case and will not power on anymore. No consequence or impact to the patient.

Manufacturer narrative:
Customer reported that their gas unit stopped working during a case and would not power on anymore. The customer stated that they were able to utilize another gas unit from another room and that unit worked without any issue. There was no patient harm or injury that occurred when the gas unit stopped working. Service requested: exchange. Service performed: exchange. The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of "gf-210ra sn-(B)(6) unit stopped working and won't power on" was duplicated. We setup, connected the gas unit with the bedside, and the it displayed "multilink config error" message to the bedside. The root cause of the problem is "multilink config error" alarm displayed because gas unit failed (cd-314p-01 bad). We are unable to repair this gas unit due to lack of parts, recommended for a unit exchange, and unit has been shipped to customer. Investigation result: the device operator's/service manual advises the user to periodically inspect the measuring capabilities of the device at least once every year. The device service record shows that there have been no previously reported incidences nor servicing for gf-210ra regarding device not powering on. Trending analysis found 5 tickets similar in nature to the reported issue for 2017 and later. None of the tickets found involved a gf-210ra unit shutting down during use. There is no suspected adverse trend and there is no indication of design deficiency. The cause of the issue was identified to be a bad cd-314p-01. Cause of the cd-314p-01 failure is likely due to degradation and use over time as at the time of the reported issue, the device had been in service for (4.5) years. The customer's issue was resolved through sending the customer an exchange unit to resolve the issue and the defective unit was taken out of service. As reported by the customer, there was no patient harm or injury as a result of the malfunction. This complaint record can be qa closed. Addition to investigation result(s): this issue has been further investigated by nkc under irc-nka300155492. Revisions to the gas sensing unit have been made for sn: (B)(6) and onward. The cause of the failure was identified to be the device using an old gas sensor unit. It is advised that the sensor be repaired/replaced in the event an issue has occurred (see attached). Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). Investigation of the complaint record has been completed by qa. Corrected information: f9. Approximate age of device: incorrectly calculated.